Manufacturer narrative:
H6 codes have been updated to reflect the new information. Device code c76126 replaces previous code of c53269. Fdm, fdr, fdc codes removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported their battery being non-functioning was caused by normal battery depletion. When asked what steps were or will be taken to resolve the issue, they responded it was planned to be removed on (B)(6) 2020, and that the issue was resolved.

Event description:
While it was reported that the device was not functioning further follow up concluded that not functioning was related to the ins depleting under normal battery depletion. Additional information was received from a healthcare professional (hcp). The hcp reported that the ins wasn¿t working, and the patient had the system removed. The caller reported the patient had some lead fragments left behind based o an x-ray. The caller indicated that this was recently. On another call the hcp reported that the ins was attempted to be removed on (B)(6) 2020 so that the patient could have an MRI, unfortunately an x-ray showed lead floating in the patient¿s right sacrum. The caller wanted to know if an MRI was possible. Technical services transferred the caller to medical affairs. The caller had spoken with a manufacture representative regarding the dead ins and it was assumed since the patient programmer couldn¿t connect with the ins and it is 7 years old that the ins had depleted.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va09fuf serial# implanted: (B)(6) 2013 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said she has a note indicating the patient's stimulator is non-functioning. Patient follow up with managing hcp to check device. No further patient complications are anticipated or expected as a result of this event.